Manufacturer narrative:
Additional information: d3(street 1, MFR city, country code, postal code), d10, g4, h3, h6 h3 evaluation summary: the taperguard tube part number 18780s with lot number 19e0221jzx was received for evaluation. The reported event cuff won¿t inflate was confirmed. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube. An inflation/deflation test was performed, and it was observed inflation was difficult and deflation was hard. Improvements to process inspections were implemented to address the reported event. The information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device cuff did not inflate well. There was no patient involvement.